Event description:
It was reported that the atrial lead exhibited noise on stored episodes of auto mode switch. The noise was reproducible in clinic with isometrics. Noise was seen since the implant. Capture and sensing were within normal range. The patient was asymptomatic. The lead will continue to be monitored.